Event description:
It was reported that occlusion alarms occurred intermittently. There was no adverse impact to the customer's blood glucose level. Customer filled tubing using same infusion set and cartridge and resumed insulin.